Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged nasal irritation, throat sorenes. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue with a CPAP device's sound abatement foam alleging visualization of seeing particles in the device. The patient alleged nasal irritation, throat soreness. There was no report of serious or permanent patient harm or injury. The manufacturer has received the additional information alleging nose bleed.